Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: based on the available information, there is no allegation or objective evidence that any fresenius device(s) caused or contributed to a serious adverse patient outcome. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A caregiver for a patient on peritoneal dialysis (pd) called technical support requesting assistance with how to cancel the pd treatment. It was reported the patient disconnected from the cycler in drain one to go to the hospital. There were no reported allegations of any issues with fresenius products in relation to the hospitalization. During follow-up, the patient¿s pd nurse reported the patient¿s hospitalization was not related to pd therapy or use of any fresenius products. Further information about the patient¿s hospitalization was requested, however not provided. The nurse reported the patient was not experiencing any product related issues.